Event description:
Customer reportedly received a result of 80mg/dl on the compact plus system and subsequently, customer began to feel ill. The paramedics were called and tested customer within forty-five minutes with a result of 27 mg/dl on their device. Customer was given an IV in the emergency room, contents not provided. Requested return of suspect system and replacement was sent.